Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known anticipated adverse event.

Event description:
Patient called to report right side rupture. Device remains implanted.